Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the patient experienced glucose variability, with blood glucose levels rising above 400 mg/dl and later dropping to 55 mg/dl following manual insulin correction. The patient suspended insulin delivery, administered manual injections, and completed multiple supply changes. Small air bubbles were observed in the tubing; however, the infusion site and luer lock were confirmed to be secure. The issue occurred during patient use, and there was patient involvement; however, no patient injury was reported.